Event description:
Hill-rom received a report from a hill-rom tech stating the right head siderail was not latching in the upright position. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found dirt and debris inferring with the siderail latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech cleaned the latch to resolve the issue. Based on this info, no further action is required.